Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after experiencing two shocks. Device interrogation indicated that t-wave oversensing (twos) of the right ventricular (rv) lead was the cause of the inappropriate therapy. The rv lead was reprogrammed and remains in use. The patient is enrolled in the adapt response clinical study. No further patient complications have been reported as a result of this event.